Manufacturer narrative:
B5: replace b5 statement.

Event description:
It was reported that the pump was submerged in water and subsequently multiple malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to customer's blood glucose level.

Manufacturer narrative:
Per tandem's user guide: your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. The device has been received for evaluation, however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was submerged in water, and subsequently a malfunction alarm occurred. Customer's blood glucose level was between 54-500 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.